Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with unusual feelings. It was noted there was pacing failure, an increase in sensing integrity counter (sic) and noise. Fracture suspect of the right ventricular (rv) lead was identified by x-ray. The rv lead was replaced. No patient complications have been reported as a result of this event.